Event description:
It was reported that this electrode exhibited multiple episodes of noise stored as atrial fibrillation (af), and an electrode fracture was suspected. By clinical decision, a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides intervention, there were no other adverse patient effects reported. The electrode will be returned for further analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified an abrasion at a bend in the terminal boot insulation approximately 25 millimeters (mm) from the terminal pin. Visual inspection also noted the electrode appeared to be bent over and flexing/rubbing on the device port opening. Resistance testing measured higher than normal, indicating a fractured or broken conductor. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed bend (approximately 25 mm from the terminal end). Analysis has determined in certain tight bend conditions of the s-ICD electrode, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited multiple episodes of noise stored as atrial fibrillation (af), and an electrode fracture was suspected. By clinical decision, a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.